Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer's blood glucose was 19.0 mmol/l. Customer stated that they were pushed in the swimming pool. Customer is currently on a back-up plan of injections. Customer stated that the pump is not showing any signs of damage.

Manufacturer narrative:
The insulin pump was received with critical pump error. However, critical pump error was able to clear after clearing critical pump error, a constant pump error 63 occurs during testing. Critical pump error alarm, unable to download and constant pump error 63 alarms are due to severe corrosion on all electronic assemblies. We were unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to constant pump error 63. The insulin pump was received with scratched casing, minor scratches on lcd window, creased display window cover, pillowing keypad overlay, peeling end cap address label, moisture damage on motor assembly, severe corrosion on force sensor and corroded battery tube.